Manufacturer narrative:
On (B)(6) 2017 a rotor reference tab was shipped to site. On 7/19/2017 a medtronic representative went to site to test the equipment. The rotor reference tab was replaced as the tab was slightly bent and the rotor was realigned. After replacing a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect rotor reference tab has been not received by manufacturer for evaluation.

Event description:
A medtronic representative reported that after a spinal fusion procedure the gantry of the imaging system was jammed and the site was having issue getting the door to open. The procedure was completed with the use of imaging. There was no delay to procedure. No impact on patient outcome.

Manufacturer narrative:
Additional information: patient information now provided.